Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results, should the device be received for evaluation.

Event description:
Customer reported the medsystem iii charger smoked and melted while in flight. During a flight, smoke was seen coming from the medsystem iii charger. A hole in the charger was found that melted through the casing. This did not trip the breaker in the panel where it was plugged into. The mechanics checked the plane and no issues were found. There was no pt or user harm and no medical intervention was required. Customer stated that no additional pt or event information is available.